Event description:
It was reported that the patient had a removal surgery due to an infection and a malfunctioning device with his inflatable penile prosthesis (ipp). It was stated that the device had fluid loss and pump failure that started 3 months ago. The fluid loss was confirmed via ultrasound that indicated the device had completely collapsed due to the fluid loss. The location of the fluid loss could not be confirmed. The ipp was explanted and it was then discovered that the patient also had an infection so the physician decided to wait to re-implant another device. The patient is reported to be in stable condition post surgery. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.

Manufacturer narrative:
Event description and coding provided.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported that the patient had a removal surgery due to an infection and a malfunctioning device with his inflatable penile prosthesis (ipp). It was stated that the device had fluid loss and pump failure that started 3 months ago. The fluid loss was confirmed via ultrasound that indicated the device had completely collapsed due to the fluid loss. The location of the fluid loss could not be confirmed. The ipp was explanted and it was then discovered that the patient also had an infection so the physician decided to wait to re-implant another device. The patient is reported to be in stable condition post surgery. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a malfunctioning device with his inflatable penile prosthesis (ipp). It was stated that the device had leakage and pump failure that started 3 months ago. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. The patient is reported to be "n" stable condition post surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.